Event description:
A user facility bio-med technician reported that in (B)(6) 2014 the wiring of the gran-mixer motor burned out causing a fire. Technician also reported rust damage on the mixer. The machine was 15 years old. The facility technician replaced the gran-mixer motor and machine was placed back in service. The motor was not returned to the manufacturer for evaluation. There were no injuries to patient or staff at the facility. No photos were taken. The gran-mixer was replaced at the facility on (B)(6) 2014.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.